Event description:
It was reported that one week after implant, the implantable pulse generator (ipg) observed recommended replacement time (rrt). It was noted that this was due to rrt lockup. The device was explanted and replaced as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a rrt (recommended replacement time) lockup condition that prevents device programming. False elective replacement indicator (eri) triggered on (B)(6)2017. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.